Manufacturer narrative:
We the manufacturer of the device performed our own investigation, based on the data and pictures disclosed by the german distributor which are the following: the actual device involved in the event has been evaluated in date july the 24th 2023 by deka service technician. The technician proceeded to inspect the device and found it working properly within specifications, except the broken fiber. (Service report case ID#75139). At the time of the technician's visit no other information, from the ones initially shared, has been added. Confirmed again that no patient nor operator reported any injury or harm. The physician who performed the treatment confirmed to the technician that, before starting the treatment, she was not seeing the aiming beam. As reported on the operator's manual of the device, code om115a1_i.v08 (actual revision shipped with the device), the missing presence of the aiming beam is a possible indication that the device is not properly working due to malfunctions on the laser delivery system. In fact the aiming beam passes down the same delivery system as the working beam, it provides a good method of checking the integrity of the laser delivery system. Based on the investigation performed, based on the available information, is possible to conclude that the breakage of the fiber happened randomly. It is possible to suppose that the breakage of the fiber has been caused by a bad handling of the fiber during its use (fiber handled with a too acute high angle). Anyway, it is not possible to determine exactly the root cause of the event. The optical fiber of the device is protected by a metal shielding in order to avoid any unwanted laser emission in case of fiber glass breakage. No design issue nor deficiency has been identified as cause of the event. The risk management file of the device code rmf_m115x1_03 has been evaluated for the risk relative to unwanted laser radiation due to fiber breakage and found not aligned for what concerns the probability of the event post-mitigation, in the light of the present event. The harm level post-mitigation has been also evaluated and found still adequate. Based on that the risk management file has been updated, for what concerns the probability of the above-mentioned risk, with a dedicated addendum document code rmf_m115x1_03_add01. Following the update, the risk management file has been evaluated and found still adequate without any modification to the single risk and overall risk-benefit ratio of the device. A remedial action has been performed in date july the 24th, 2023: repair of the device with replacement of the optical fiber. No other corrective action/preventive action/fsca is required: no design deficency identified as root cause of the event. The present initial report has to be considered as a final report unless FDA has further questions.

Event description:
On july the 21st 2023, el. En. Electronic engineering spa became aware of a malfunction, from the italian sales agency gieffe srl, relative to a malfunction with the device motus ay installed at policlinico leonardo di novara with laser medical device motus ay (m115a1) in which the fiber broke and caused an unwanted laser emission. The actual medical device involved in the event is a motus ay witih ref: m115a1 manufactured by el.en. Electronic engineering spa and marketed in the us with 510(k) k181486. In the communication it is reported that no patient or operator got injured during the event. In the narrative provided of the event, the physician, despite have noticed the missing of the aiming laser, proceeded to use the device while holding the fiber on her shoulder, while still using the fiber rest provide with the device. After 7-8 seconds she noticed a 10-15 cm flame, presumably due to the damaged fiber on its length - approximately to the place where it is resting on her shoulder, that burned her white-coat. No injury to the patient nor operator has been reported. Physician got scared but extinguished the flame rapidly. As reported on the operator's manual of the device, code om115a1_i.v08 (actual revision shipped with the device), the missing presence of the aiming beam is a possible indication that the device is not properly working due to malfunctions on the laser delivery system. In fact the aiming beam passes down the same delivery system as the working beam, it provides a good method of checking the integrity of the laser delivery system. We, the manufacturer of device, became aware of the event on july the 21st 2023 by specific communication of the italian sales agent, and evaluated the event reportable because, according to FDA 21 cfr part 1000-1040 this event represent an aro (unanticipated laser emission) and is a reportable event. That said, according to FDA 21 cfr part 1003.10(c) if the manufacturer is required to report to the food and drug administration under part 803 of this chapter, the manufacturer shall report in accordance with part 803.